Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Functional testing revealed that the main display was defective and could not be seen clearly, confirming the reported condition. The cause of the condition was determined to be a defective/inoperative main display printed circuit board assembly. To correct the condition, the main display assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display of a flogard infusion pump ¿cannot be seen clearly.¿ it was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.